Manufacturer narrative:
As reported, during a laparoscopic inguinal hernia procedure, the sealed edges of the 3dmax light mesh were noted to be ¿broken¿ upon opening the package. The device was returned for evaluation. Visual evaluation found that the returned device was in a condition that was consistent to not having been rolled or folded. Two cracks/splits were observed in the edge seal of the mesh. Based on the sample evaluation and investigation performed, it was determined that the edge crack/splits were most probably manufacturing generated. A manufacturing review was performed with no anomalies noted in the manufacturing records. This is the first complaint related to this lot of (B)(4) units released in january 2019. Awareness notification has been provided to the appropriate associates.

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure, it was found that the 3dmax light mesh had broken sealed edges on two spots, while opening the package. The procedure was completed using another piece of 3dmax light mesh. There was no reported patient injury.